Event description:
Physician was attempting to deploy a resolute integrity 3.50 x 30mm rx drug eluting stent to treat a coronary lesion. It is reported that the device failed to cross the lesion and a strut from the stent became deformed. No reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). No results available since no evaluation performed - (device or procedural images not provided for review). Inherent risk of procedure - (failure to deliver the stent and stent deformation). Evaluation conclusions: inherent risk of procedure - (failure to deliver the stent and stent deformation). (Root cause cannot be determined). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).